Event description:
It was reported that the abutment screw fractured and the screw was removed from the implant.

Manufacturer narrative:
Upon visual inspection of the titanium abutment screw it was found that the screw was broken (fractured). No DHR review could be completed as no lot number was provided. A complaint review did not provide any indication of a manufacturing deviation that would contributed to this event. A definitive root cause for the fractured screw cannot be determined.